Event description:
The plaintiff's atty alleged that the pt experienced sudden cardiac arrest and subsequently expired. These allegations were allegedly caused by the pt's exposure to the prod which was administered during the pt's dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to this event. A f/u report will be submitted upon receipt of any add'l info.